Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the lead was repositioned successfully due to invalid sensing and high threshold values.